Manufacturer narrative:
Additional information (01-dec-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. A siemens customer service engineer (cse) was dispatched to the site. The cse observed the cuvette film height was not correct. This resulted in improper cuvette manufacturing and wicking of the reagent. The cse replaced the cuvette form assembly and adjusted the cuvette film height. The part replaced by the cse was part of standard troubleshooting/maintenance of the instrument for issues of this nature. There is no evidence of a potential systemic product issue. The customer recalibrated the magnesium (mg) assay and the actions taken resolved the issue. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2021-00322 was filed 17-nov-2021.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant falsely elevated magnesium (mg) patient sample result obtained on a dimension exl w/lm system. Siemens is investigating the event.

Event description:
A discordant falsely elevated magnesium (mg) patient sample result was obtained on a dimension exl w/lm system. The discordant result was reported to the physician(s) who questioned the result. The same sample was reprocessed at an alternate facility and a lower result, considered correct, was obtained. A corrected report was issued. The patient had a magnesium infusion delayed due to the discordant falsely elevated magnesium result. There are no known reports of adverse health consequences due to the discordant magnesium result or the infusion delay.